Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the customer's photo indicated that the stopper had defects. Furthermore, evaluation of the 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was defective stopper molding on one device cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was defective stopper molding on one device cap. No adverse impact was reported regarding the patient or user.